Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. (B)(4). The manufacturer's product support engineer (pse) evaluated the unit and verified the reported issue. The pse replaced the power switch overlay to resolve the reported issue. The unit was checked, cleaned, and had run in and functionality testing performed. All testing passed and unit ready for service.

Event description:
The customer reported that the unit had an led (light emitting diode) failure. There was no patient involvement. The event date was not specified; estimate used.